Event description:
A non-health care professional reported that following a cataract surgery with intraocular lens (iol) implant procedure, the patient sees double. Additional information received and stated that, a new lens was implanted into his left eye. The new lens is positioned perfectly and the patient now sees very well.

Manufacturer narrative:
The product was not returned. All product and batch history records are quality reviewed prior to product release. Associated products were not provided. It is unknown if qualified products were used. The company lens model is only qualified for use in the company cartridges. The product investigation could not identify a root cause. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).